Event description:
Abbott diabetes care received a bfarm user report from a healthcare professional which contained the following information: a lower glucose issue was reported with the use of the adc glucose meter when compared to a laboratory result. It was reported that at 7:30 pm on (B)(6) 2021, the adc freestyle libre 2 sensor obtained an approximate reading of 213 mg/dl. The customer was taken to the intensive care unit (ICU) where a laboratory glucose result of "60 mmol/mol" was received and the customer was admitted at approximately 8:30 pm for ¿diabetic ketoacidosis as part of a gastrointestinal infection" and received unspecified treatment. It was further reported that the customer¿s blood ph was measured at 6.97. No further information could be obtained as the doctor¿s and patient¿s contact information was not provided. Based on the provided information, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a bfarm user report from a healthcare professional which contained the following information: a lower glucose issue was reported with the use of the adc glucose meter when compared to a laboratory result. It was reported that at 7:30 pm on (B)(6) 2021, the adc freestyle libre 2 sensor obtained an approximate reading of 213 mg/dl. The customer was taken to the intensive care unit (ICU) where a laboratory glucose result of "60 mmol/mol" was received and the customer was admitted at approximately 8:30 pm for ¿diabetic ketoacidosis as part of a gastrointestinal infection" and received unspecified treatment. It was further reported that the customer¿s blood ph was measured at 6.97. No further information could be obtained as the doctor¿s and patient¿s contact information was not provided. Based on the provided information, there was no report of death or permanent injury associated with this event.